Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer¿s blood glucose level. Customer changed charging cable and wall adapter to resolve the issue.